Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a severely bent grip, causing side to vertical misalignment of the grips.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was used for a surgical task and could not clamp the clip shut. Use of the instrument was discontinued, and it was replaced with the backup. The procedure was completed using the same system. No known impact or patient consequence was reported.